Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patients family member, that the patient experienced a low heart rate lower than the lower programmed rate of the implantable pulse generator (ipg) at elective replacement indicator (eri). The ipg was interrogated and remains in use. No further patient complications have been reported as a result of this event.